Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance which had been gradually increasing over the last year. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.